Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: during investigation, the keypad was intact. The contrast, down arrow, and ok buttons responded appropriately to user input. The up arrow button was unresponsive. The keypad was removed to find no contamination under the button contacts. The audio bolus button cover was torn. The functionality of the audio bolus button was unable to be verified due to the unresponsive up arrow button. The pump case was removed to find evidence of moisture contamination inside the pump on the keypad flex cable and connector. The up arrow button was unresponsive due to the internal moisture contamination. Unrelated to the original complaint, the battery compartment was cracked in the thread area. Additionally, a base crack was found between the case seal and the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).